Event description:
It was reported the io was being used on a pt who was the victim of a gunshot. The io was being placed into the pt's tibia. When the needle penetrated the bone the driver lost power. As a result, they gained access peripherally at another site. The pt was never resuscitated and it was called at the hosp. The pt expired. Per medical dir's opinion, there were no fluids or medication that would have prevented the pt's death. Therefore, the device's loss of power was not a contributory factor in the pts death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the ez-io driver was returned for evaluation. Quality performed a visual inspection of the returned driver and the driver appeared to have no signs of cosmetic or physical anomalies and a review of manufacturing records did not yield any relevant findings. The green light led indicator flashed green when activating the trigger which indicates the ez-io still has sufficient power to perform insertions. The device was subjected to functional evaluations including: rpm evaluation, sawbone insertion, force to bog down test, motor inspection, battery test, and firmware analysis. The device demonstrated sufficient power to perform medium and hard bone insertions. The provided instructions state "important: use gentle-steady pressure. Do not use excessive force. Allow needle set rotation and gentle downward pressure to penetrate bone." The reported complaint could not be confirmed. However, the potential root cause is operational context, as proper technique is required when using the device. No further action will be taken.